Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID neu_unknown (serial: unknown); product type: 0217-unknown; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were trying to get the external devices to work and noted it started sometime in november 2023. The patient stated they'd used the external devices a couple times since but that they had some problems. Patient stated they went to their health care provider (hcp) office in january 2024 and the hcp had been able to help them connect and the hcp increased the stimulation at that time but the patient wasn't able to connect again now. Patient stated they couldn't feel where their ins was and they used to be able to feel it. Patient denied having had any falls or traumas that would have led to the issue and stated they believed their ins stimulation level had been at 1.5 ma last they connected. Patient stated they wanted to continue searching for their ins and attempting to connect on their own but noted they may call back for assistance from patient services in the future. Documented reported event. No further action was taken by patient services.